Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that her blood glucose levels run low in the mornings around 40 mg/dl. The customer's blood glucose reading during the call was 420 mg/dl; treated with the insulin pump. The customer stated that she went to bed with a blood glucose of 78 mg/dl and then suspended her device. Customer stated that was the reason why her blood glucose level was 420 mg/dl. Nothing was replaced or returned.